Event description:
An (B)(6) female pt underwent aaa repair on (B)(6) 2011. The main body and another MFR's iliac leg grafts were placed. The iliac legs were extended into both side of external iliac arteries since access vessel and left common iliac artery were tortuous. The final angiography revealed IV endoleak. A body extension was placed and the leak was reduced. Then the physician decided to take f/u observation. No images will be provided. On (B)(6) 2011, it was confirmed the endoleak was resolved with a f/u CT. At that time, a foreign matter such as a tip of a catheter (approx 6cm) was observed in the main body. It was positioned from the base of the suprarenal stent to the bifurcation area of the main body. It was not clear what the substance was. The substance was not observed at the time of the initial procedure on (B)(6) 2011. The physician decided to take f/u observation since no adverse effect was observed.

Manufacturer narrative:
(B)(4) - no adverse effects to the pt were noted. (B)(4) - endoleaks are labeled in the IFU. Event eval: still under investigation.